Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube and battery cap contact. No motor error alarms, failed battery test alarm or off no power anomaly was noted due to the blank display. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a motor error alarm and no power alarm from the insulin pump. The customer's blood glucose reading was 179 mg/dl. The customer stated that she was unable to rewind due to battery issues. The customer was unable to troubleshoot has there were no bars on the battery and the pump was not able to rewind. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.